Manufacturer narrative:
Reference record (B)(4).   The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced stoma site redness, swelling, pain, and pus coming out of the stoma site. On (B)(6) 2020, the patient was diagnosed with a stoma site infection and was treated with oral antibiotic, keflex four times a day for two weeks.